Event description:
It was reported that the patient presented for a follow-up in the clinic with pocket erosion. The pacemaker was found to be eroded through the skin of the implanted device pocket site. The physician explanted the pacemaker system to resolve the issue. The patient was in stable condition.